Event description:
The pt reportedly experienced a loss of sound. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing of the device showed that it was functional. Surgery to explant the pt's device will be scheduled.